Event description:
It was reported that the customer said the ez-glide cannula was missing the "reference line" and also called it the "black line" near where the catalog # and size are printed on the cannula. Patient injury was a aortic dissection that needed to be repaired. The md reported he was following his routine and placed the cannula in the ascending aorta. He then typically rotates the cannula 180 degrees to direct the flow superiorly. He uses the orientation line on the cannula to determine the position of the tip. He then noted that the orientation line was missing and he was confused on the position of the tip. As a result, he attempted to palpate the tip through the aortic wall. During this manipulation, he noted a discoloration of the aortic wall secondary to a localized injury which he was able to repair by replacing a short portion of the ascending aorta. He also stated that the edwards name on the cannula was misplaced. They looked at several cannulas in their possession from the same lot which appeared normal.

Manufacturer narrative:
Investigation:the (B)(4) device was returned to edwards (B)(4) and per evaluation by quality and manufacturing engineering, the reported complaint was confirmed. The orientation line, product code, and french size were missing from the cannula body; however, the edwards' logo was printed on the cannula. Visual inspection indicated that the cannula body had not been wiped with ethyl acetate which is used when necessary to prepare the print surface and to correct printing issues. Additionally, tip damage was observed during evaluation of the device. The tip appears to have been clamped and twisted. The original packaging was not returned with the device. No additional issues were identified with the returned ezc21a device. A device history record review was completed and no non-routine non-conformances were identified during the manufacture of lot 59074941. Investigation revealed that the missing print on the ezc21a device resulted from manufacturing personnel not adequately following inspection criteria. Refresher training was performed on (B)(6) 2011 for applicable manufacturing personnel. To investigate root cause a CAPA was initiated in regards to this event.

Manufacturer narrative:
Preliminary evaluation: condition of return: received (1) cannula without model printed on cannula body. Dry blood was observed at the tip of cannula. Evaluation summary: customer report of missing the "reference line" was confirmed. Orientation line and product code (model) was not present on cannula body. Drawing called out for orientation line and code printed on surface of cannula body. Evaluation methodology: visual examination was performed with naked eyes. Further evaluation is under investigation. A device history record review was completed and this device met all specifications upon distribution. A CAPA will be opened for root cause investigation of this event.